Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication drawer had failed and could not be recovered. An audible clicking noise was heard when attempting to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and could not recovered. A field service engineer (fse) powered off the station and inspected the drawer, identifying a broken clamp on the plunger as the cause of the malfunction. The plunger was replaced, and the station was restarted. After logging into the hardware test application and completing functionality tests, the drawer was confirmed to be operating properly. After the restart, drawer 7 row tray c was not detected on the bus. The field service engineer logged into hta, removed the cubies, and powered off the station to inspect the row board cable connections. A loose cable was identified and reseated. The station was restarted, the cubies were reinstalled, and hta testing confirmed that all cubies were properly detected. The system functioned as intended after the field service engineer repaired the device.